Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. A component of the lead became extrinsically distorted due to p ulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that this is not a lead failure. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent pacing failure as a result of a micro-dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.